Event description:
Spouse of pt (voluntary rptr did not give name or phone number) called manufacturer requesting info about materials used in manufacture of device. Pump and catheter implanted 10/17/1996, spouse reported catheter explanted 11/07/97 and pump explanted 1/98 - no physician identified. Before the catheter explant the pt had begun limping which progressed to unable to walk with crutches. Pt had attributed limp to an old knee injury. When catheter was explanted a "inflammatory mass at the tip of the catheter" was found. Pump had been providing very good pain relief and caller stated they would like to have another system implanted. Pt's present condition was not reported. Manufacturer attempted to follow up with the physician of record at implant and was informed that the pt had not been seen in that office since november 1996. No more info available.